Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken, the light guide bundle in the video cable section is broken, and light transmission is either lost or too low. Based on the results of the investigation, it is likely that the following led to the malfunction: the broken charged coupled device, which is why the image is not displayed, and the broken light guide bundle in the video cable section, which caused the light transmission to be lost or too low." The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image disappeared completely during the therapeutic endoscopy procedure. There were no reports of patient harm.